Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui was implanted during an endovascular procedure for the treatment of a ruptured 60mm abdominal aortic aneurysm. It was reported during the index procedure the aui was successfully implanted along with 2 endurant limbs as iliac extension to seal the distal end of the aui graft. A possible type ia endoleak was observed. Due to lack of inventory no further devices were available for implant. It was reported the patient did not recover and expired. Due to shock the ruptured abdominal aortic aneurysm.  As per the physician the cause of the type ia endoleak is undetermined. The cause of death was due to shock from the ruptured aaa. No additional clinical sequalae was provided and the patient has expired.

Manufacturer narrative:
B5; additional information was received: it was reported the patient was initially stable, but became quickly unstable due to rupture requiring emergent intervention with initial balloon occlusion control. The mdt sales rep attempted to obtain more product but only had access to a single aui device and no aortic cuffs. The option of acquiring alternative devices from a facility several hours away was considered but the patient's condition was deemed too unstable. The patient had extremely tortuous anatomy, requiring 2 iliac extensions and partially covering the lt ra (neck was noted to be hostile, maybe 22mm diameter, short). The lt ci was embolized with plans for a fem-fem bypass. A type ia endoleak was noted on the intraop angio and patient remained unstable during the case and eventually expired. The physician felt all was done that could have been in this patient with a rupture and was not dissatisfied with medtronic. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.